Event description:
Emt's responded to a person described as in cardiac arrest. The previous day, the device had fallen approx 6-8 feet to the ground. The pt was connected to the device with disposable defibrillation/ECG electrodes for monitoring. The pt was agitated and talking with a pulse of approx 120 beats per minute. According to the rptr, at some time during the call, the device advised a shock and began charging without anyone pressing the analyze button. The charge was removed and no adverse effects to the pt were reported as a result of the alleged malfunction.